Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing during two separate prostate procedures. The MFR is filing this MDR to capture the issue of the forward firing. The procedure specific case details were not provided.

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber; a code request has been submitted.